Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited varying impedance and impedance spikes. The patient's clinic was able to reproduce the varying impedance in office. It is suspected the rv lead has fractured. The rv lead remains in use. No patient complications have been reported as a result of this event.